Event description:
A pressure infusor door/cover cracked under pressure at the hinge & "flew" off from the rest of the unit. No customer complaint was filed and no one was injured. Unit (1 of 2) was discovered during routine evaluation of returned units from the facility, by co repair tech. Unit had separated door and an note taped on it that the door "flew off".